Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient complained of increased pain in new areas, constant burning and stinging in bilateral upper extremities and lower extremities. It was indicated as related to implant procedure. The severity was noted as moderate. Diagnostics on (B)(6)-2013 was a bolus into the intrathecal space with significant pain relief. The catheter was replaced (B)(6)-2013. The outcome was noted as resolved without sequelae (B)(6)-2013. The pump was used to deliver sufenta, bupivacaine, and clonidine.